Event description:
A manufacturers representative (rep) reported a power on reset (por) on a patients implantable neurostimulator (ins). The meaning of a por was reviewed along with the steps to clear the error with a clinician programmer. It was reported that the patient was near medical equipment which could be a source of interference. The por was successfully cleared. The specific code was 0x400 parity error. No symptoms were reported, the patient was receiving effective therapy. Patient was implanted for non malignant pain and complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.